Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had a proximal humerus fracture. The drill was being introduced to the bone and broke. One part is in the bone of the patient. No surgery is planned to remove the fragment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.